Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a catheter temperature too low error occurred. The catheter and catheter cable were replaced, rebooting of the stack and workstation performed, and the link cables were reconnected, but none of these troubleshooting steps resolved the error. The case was aborted. Technical services recommended replacement of the radiofrequency generator covered under warranty. No further patient complications have been reported as a result of this event.